Manufacturer narrative:
This report is submitted on october 24, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to open circuits. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached this report is submitted on november 28, 2022.